Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose level and ended up in hospital. Customer¿s blood glucose level was 600 mg/dl. Customer declined for troubleshooting of high blood glucose. Customer stated that the insulin pump received no delivery alarm. The insulin pump will be returned for analysis.